Event description:
It was reported that the physician used a second reservoir due to a stiffened surgery site. There was no room for a spherical type of reservoir so a 65ml flat type of reservoir was implanted. A patient outcome was not reported. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
No malfunction was reported. The ams700 reservoir was visually inspected and functionally tested. No leak was found. The reservoir performed within specifications. Review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records for 1000161531 found no evidence that the device failed to meet applicable product specifications prior to shipment from bsc. Ship history, labeling review and risk review not required per (B)(4) wi cis product investigation. The allegation was not confirmed as the reservoir performed within specifications, the most probable cause for this complaint was considered no problem detected. This complaint investigation conclusion code is utilized when the device complaint or problem cannot be confirmed. Based on the results of this investigation, no escalation is necessary.

Manufacturer narrative:
Additional information received that due to a stiffened surgery site the spherical type reservoir was not implanted but there was no complaint alleged on the reservoir and no malfunction. The patient outcome was reported to be well. This event occurred during an original surgery. Based on the additional information received this event no longer meets the criteria for a reportable event.

Event description:
It was reported that the physician used a second reservoir due to a stiffened surgery site. There was no room for a spherical type of reservoir so a 65ml flat type of reservoir was implanted. A patient outcome was not reported. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that the physician used a second reservoir due to a stiffened surgery site. There was no room for a spherical type of reservoir so a 65ml flat type of reservoir was implanted. A patient outcome was not reported. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted.